Manufacturer narrative:
The initial regulatory report, regulatory report number 2649622-2014-07364, reported the 6949 lead impedance issue due to a loose connection. The same impedance issue was reported previously on 2012-(B)(6) regulatory report number 2649622-2012-05896, event (B)(4). The purpose of this supplemental is to report a merge. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular lead had an impedance issue due to a loose connection. The physician planned to plug the rv pace/sense portion of the lead into the right atrial port. The patient has chronic atrial fibrillation and doesn't require an atrial lead. The lead remains in use. No patient complications have been reported as a result of this event.